Event description:
It was reported that bd insyte autog bc catheter tip issue. The following information was provided by the initial reporter: I have had 2 complaints from nurse managers from the ER and radiology regarding the bd insyte autoguard 20 ga. 1.00 in. IV catheter. They are complaining that they do not get a blood return (even though they are certain they are in the vein), and when they try to advance the catheter, they "blow" the vein. The nurse for radiology stated they she could see a problem with the tip of the catheter. "It appeared to have a small, deflated balloon - that could possibly fill with blood - which in turn does not cause a typical visual blood return".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382533 and lot number 3300062. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.